Manufacturer narrative:
(B)(4).

Event description:
It was reported during an unrelated procedure, the radio frequency telemetry with the device suddenly stopped working. The device still could not be interrogated when attempted using two different programmers. Interrogation was successful after the radio frequency wand was unplugged. No adverse consequences were detected.